Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: after subsequent follow-up with the affiliate, additional information was obtained. The affiliate stated that the planned procedure (arthroscopic rotator cuff repair and open biceps tenodesis) could not be fully completed due to the fms pump not functioning, and no alternative fluid management pump being available for the arthroscopic component. As a result, only the biceps tenodesis was performed, as this is a mini-open procedure. The team advised that they will monitor the patient¿s progress and hope that the tenodesis alone will alleviate most symptoms. If this is not successful, the patient may require a further procedure to complete the arthroscopic rotator cuff repair. The aim of the surgery was to complete an arthroscopic rotator cuff repair and an open biceps tenodesis. They were not able to complete the first half, so if only performing the biceps procedure does not alleviate the patient's symptoms, they will most likely need to perform a rotator cuff repair. They will let the patient recover and then see how they are managing before making this decision as it is not ideal to make the patient undergo another surgery unless completely necessary. The impact to the patient is not addressing all the pathology they had in their shoulder. So, worst case, they will have to undergo surgery again to address this. The affiliate has not heard signs regarding a post-operative infection. Even with the issues going on, they continued to follow theatre protocols.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that an fms vue ii pump-shaver box device was used for three shoulder arthroscopy procedures. The first two procedures were completed without issue, and the pump functioned as expected. During the third procedure, while the device was used with a vapr tripolar device and vapr machine, visualization was initially murky. The surgeon could still visualize the joint during the first half of the procedure, although not as clearly as usual; however, visibility then became cloudy and bloody, resulting in no visualization. Troubleshooting was performed, including checking the inflow and outflow tubing for kinks and confirming that all clamps were open, but the image did not improve. Another fms vue ii pump-shaver box device was available, so the devices were exchanged and new tubing was used; however, the same issue occurred. It was reported that the outflow was functioning correctly and the inflow filled the canister, indicating no apparent obstruction on the user¿s end that would have prevented pressure sensing or additional inflow into the joint. The surgeon also confirmed that all clamps were open. The procedure was continued; however, the rotator cuff repair (rcr) portion could not be completed. The surgeon performed an open biceps tenodesis but could not complete the procedure as planned. The event resulted in an approximately one-hour delay. There were no reports of injury or prolonged hospitalization. All available information has been disclosed. No further information was provided. This is report 1 of 2 for (B)(4).